Event description:
A (B)(6) male pt's wife called zoll customer support to report that he was receiving check therapy electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) was confirmed. Upon investigation, the trunk cable connector was damaged and the white (drvn_gnd) wire inside of the connector was open. The open wire caused the reported alarms. The root cause for the open wire could not be positively identified but was likely excessive force on the connector. No adverse event resulted from the open white wire. The pt received a replacement electrode belt.